Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the screen was frozen. A technical support specialist (tss) reported that a user stated a compartment would not insert and that the screen could not be advanced. The user restarted the machine while waiting on hold, and after the restart, the screen responded normally and the item was successfully restocked. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower screen was frozen and cubie would not insert, and the user was unable to proceed past the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.